Event description:
IV pole binding when going up or down. Distance travel by pole was off, per the nursing staff. Clinical engineering tech found that the IV pole motor had broken away from the plastic housing holding it in place. This caused the IV pole to now be lower than the unit was set for.